Event description:
During a coronary artery bypass graft procedure, error code 5 was indicated and then the blade broke. Another like device was used to complete the case. There was no adverse consequence to the patient.